Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. All conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt there was difficulty positioning/fixing and getting good sensing values, and dislodgment of the lead placed in the coronary sinus. It was also reported that an attempt was made to implant another lead in the anterolateral branch but was unsuccessful due to patient anatomy. Both leads were not used. No patient complications were reported as a result of this event.